Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0 mm x 40 mm x 135 cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.